Event description:
It was reported that the patient¿s blood glucose levels were elevated, reaching 242 mg/dl and remaining high for approximately 2.5 hours. Upon reviewing the patient¿s logs, it was discovered that the patient had eaten lunch but did not announce the meal, which contributed to the elevated blood glucose. The patient did not use any backup therapy, perform ketone testing, or receive professional medical intervention, and no immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.